Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient has shingles and the device may have exacerbated the singles. The patient was using a cream/lotion that contains lidocaine. The outcome of the irritation is not known.